Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had error message a fatal error has occurred on the underlying database, customer troubleshooted with a reboot, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred on the database. A technical support specialist (tss) found that the station c drive was full due to accumulated structured query language dump files, which were deleted by accessing the station file system from another station. The database was found to be over the limit, so it was dropped, the application was repaired, and a full synchronization was performed. The station was then confirmed to be functioning normally, and permission to close the case was received from customer. The system functioned as intended after the technical support specialist troubleshot the device.